Manufacturer narrative:
It was reported that the patient was experiencing painful stimulation in the neck and shoulder that resulted in them having their device disabled. Physician then elected to check and replace the generator on (B)(6) 2026, during the surgery fluid was observed inside the lead. Lead revision occurred on (B)(6) 2026 due to the observed fluid in lead silicone and painful stimulation. Replacement device had a proper impedance measurement of 1164 ohms. Device has not been received by product analysis at this time.

Event description:
It was reported that the patient was experiencing painful stimulation in the neck and shoulder that resulted in them having their device disabled. Physician then elected to check and replace the generator on (B)(6) 2026, during the surgery fluid was observed inside the lead. Lead revision occurred on (B)(6) 2026 due to the observed fluid in lead silicone and painful stimulation. Replacement device had a proper impedance measurement of 1164 ohms both inside and outside the body. Device has not been received by product analysis at this time. No other relevant information has been received to date.